Event description:
The device was used during a wedge resection. Reportedly, the staples did not deploy properly and the device cut. Another device was used to finish the procedure. No pt injury was reported.